Event description:
It was reported that customer experienced issue where pump battery did not hold charge and was depleting too quickly, with no blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor planned to receive device and provided replacement pump, with no additional details available about further troubleshooting or outcomes.